Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on homechoice (hc) device during use. The customer reported that the hc alarmed with se 2240 and then se 2367. The customer confirmed that the bag was not screwed properly, there was a loose connection on the last bag. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available. Since the lot number is unknown, no batch review will be performed. This complaint for a system error 2240 (air in set) was confirmed as it was reported that the connection to the supply bag was loose; the cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.